Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan in (B)(4) alleging the onetouch verio meter was displaying an error 4 message. The patient did not allege any harm or injury due to the reported issue. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion(s): the patient claimed the subject meter was displaying an error 4 message. There is no evidence, however that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Follow-up #2 (submission 12/28/2012)-correction:previous follow-up report indicated an evaluation result - for the returned meter. (B)(4). Investigation confirmed the alleged error message in the meter's error log; however, the error message was not reproducible during testing. The cause of the event is unknown.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4):the test strips involved with this complaint were evaluated and er4 was observed with control solution testing the meter was evaluated with control solution and no error message was observed, the meter was found to function properly.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.